Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks their ins is off because they lost symptom control (soaked themselves/was incontinent) and didn't feel stimulation anymore. During the call, the patient synched to their ins which showed stimulation was on; they were at 2.0v on program 2. They also increased to 2.5v where they felt stimulation in the bike seat. Later in the call, the patient said stimulation was right above their butt crack and noted that was the first time they felt stimulation there. After increasing, the patient kept getting the "device not responding, retry" screen. It was reviewed that this was likely because they were newly implanted which can effect communication between ins and communicator. Patient then noted they were still healing and had tape/glue over the incision. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) if the increase doesn't improve control. The event was considered a sudden change in therapy/symptoms. Patient responded to a letter. When asked what were the circumstances that led to the loss of stimulation sensation and the "device not responding" message, the patient said it just turned itself off; they didn't feel anything. The cause of the return of symptoms/feeling stimulation in the butt crack issue was not determined. The call center helped the patient through the reported device issues. No further patient complications have been reported as a result of this event.